Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual inspection noted outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the helix was stretched during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.